Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service and stated that the 16-1535-0, micropore-paper tape 1 x 10 yds w/dispenser, breaks him out into a rash and cannot use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).